Event description:
In 2007, a patient gave error qc1h and error qc1+2 x 3 times. A lab was drawn and it came back at 10.0. Vitamin k was given.

Manufacturer narrative:
This case qualifies as an adverse event. Patient was given vit. K. Product will be investigated when returned.